Manufacturer narrative:
The device was not returned, and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported from an anonymous survey result that the potential patient adverse reaction for frequency of wound dehiscence with use of peri-guard when used as a prosthesis for intra-cardiac and great vessel repair was rated moderate. The physician reported ¿when seams are torn out¿ (no further details). At the time of this report, no further detail was provided regarding if hospitalization was required, treatment for the event or the patient¿s outcome. No additional information is available.